Event description:
It was reported that the patient was admitted on (B)(6) 2021 with syncope. A transesophageal echocardiography (tee) was negative. They were found to have enterococcal bacteremia associated with a presumed driveline infection. The patient had an elevated white blood cell (wbc) count. They were treated with intravenous (IV) vancomycin for six weeks. The bacteremia resolved with treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas) (B)(4) and the reported syncope, and driveline infection could not be conclusively established through this evaluation. The patient remains ongoing on the heartmate 3 lvas (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 lvas instructions for use 9ifu), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6 "patient care and management" (under "ongoing patient assessment and care") includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.